Manufacturer narrative:
The insulin pump was received no button response due to moisture damage at electronic assembly. No button error alarm. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported possible moisture exposure to the insulin pump. Customer noted moisture at the bottom of the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.